Manufacturer narrative:
Device evaluation: result - the customer returned (1) loose bd 1cc, 12.7mm allergy syringe without any packaging. The syringe was returned properly capped. The sample was examined under the microscope and no damage to the shield was observed. The shield was removed and the cannula was also examined under the microscope. No damaged cannula point, blood, or any other foreign matter was observed on the cannula shaft or in the lumen of the cannula. No defects were observed on any part of the returned sample. Since there is no indication that the shield was off in the bag with the cannula exposed, the needle stick issue also cannot be confirmed. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6130958. This lot was packaged 27jun2016. Conclusion - bd was unable to confirm the customer's indicated failure. An absolute root cause for this incident was not determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. (B)(6). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that needle of the suspect device was uncapped and through the bag. The customer cut himself on the exposed needle. He placed a band-aid to the site but no medical attention was sought.